Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade

Event description:
Healthcare professional reported right side no complaint against device. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on july 20, 2021 with lot number 2781649. Analysis of the returned device identified the weight the device within specification, crease fold, wear abrasion, encapsulation (<50% of the area) and deformation. Bubbles and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side no complaint against device. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted and replaced.